Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump alarms did operate as expected, however, the pump pcb board had a failed component, causing the speaker to fail and the pump to not alarm audibly. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm as expected. They stated that it did not alarm audibly at all. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing and had not had any effect on a patient. [Complaint (B)(4).